Event description:
Customer reports one incident of a pt reaction on use #7 during pt treatment. Pt exhibited red face and arms, severe pruritis and was diaphoretic at the onset of pt treatment. Estimated blood loss was 250 cc's. 125 mg of solumedrol was administered intravenously and oxygen (6 l per mask) was administered to the pt in the dialysis center. No hospitalization was required. Pt's symptoms have resolved.